Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during fill one of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The patient ended therapy and contacted their nurse regarding the event. There was no patient injury or medical intervention associated with the reported alarm. No additional information is available.